Manufacturer narrative:
The patient's meter was provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The patient's husband mentioned that the test finger was not completely dry prior to dosing the test strip. Per product labeling, a test finger with any residual moisture can have an effect on the accuracy of test results. A review of the patient's meter memory showed there were no meter results on (B)(6) 2019. The meter memory showed a result of 1.9 inr on (B)(6) 2019 at 19:28. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 397393) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation ni equals lay user / family member.

Event description:
The reporter initial complained of being unable to perform a test on a coaguchek xs meter serial number (B)(4) due to an "error 5" message. An error 5 message is in an indication that not enough blood was applied to the test strip. During follow-up conversations, the patient's husband mentioned a questionable meter result compared to an unknown laboratory method. The customer stated that the comparison occurred on (B)(6) 2019. At 7:28 am the meter result was 1.9 inr. At 8:15 am the laboratory result was 2.81 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The meter result was reported to the customer's doctor. The laboratory result was deemed correct and their warfarin dosage was adjusted based on the laboratory result. The customer is taking baby aspirin.